Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the external iliac artery with heavy calcification and stenosis. The 7x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced for post-dilatation with resistance noted with the anatomy; however, the balloon ruptured during the first inflation to 6 atmospheres. The balloon split vertically and was successfully removed into the sheath and removed independently. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.